Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, using a cook lunderquist stiff guidewire, an echocardiogram showed a pericardia I effusion due to a left ventricle perforation. The patient subsequently died later the same day as a result of the effusion and left ventricle perforation which the physician attributed to the lunderquist guidewire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).